Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had her ipg replaced. It was reported that patient stopped charging due to becoming pregnant. Patient reportedly last had therapy approximately two years ago. No reported allegations against the device. No reported complications.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with user error.